Event description:
N/a.

Manufacturer narrative:
Tw (B)(4). Updated secions: b4, g3, g6, h2, h6, h11. The device was returned to the factory for evaluation on 11/17/2025. An investigation was conducted on 11/25/2025. Signs of clinical use and no evidence of blood was observed. There were no visual defects observed on the intact power supply. An electrical evaluation was conducted. A reference power cord was plugged into the power supply and the device was switched on. The green lights on the power supply were not lit. No further testing was conducted due to the device not turning on. Based on the returned condition of the device as well the evaluation results, the reported failure "failure to deliver energy" was confirmed. The reported device is an OEM device. The certificate of conformance was reviewed for the serial # (B)(6). The vendor certifies that this device lot conforms to all applicable product specifications and there were no non-conformances identified for the manufacturing batch.

Manufacturer narrative:
Tw (B)(4). Initial reporter name exceeded character limitations: (B)(6). Event site name exceeded character limitations: (B)(6). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that before the procedure, the power light indicators were not coming on t.w. Power supply. Troubleshooting involved checking outlets, plug, changed adapters, still no light indicator. Power setting at 3. It is unknown how the procedure was completed. There was no delay. There was no patient harm.